Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transitioning from using insulin injections to pump therapy when the blood glucose (bg) level dropped to 30 mg/dl. Carbohydrates were consumed to address the low bg.